Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was unknown. The customer stated that he was having trouble with the esc and act buttons. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive esc and act buttons due to flattened dome with no crease. The unit was received with minor scratches on the lcd window. The unit was received with cracked case at display window corners, reservoir tube window and case at reservoir tube window corners.